Event description:
Nellcor puritan bennett rec'd a call from a rep of facility on 08/17. Facility called to report the following problem: ventilator is auto-cycling with a high pressure alarm. Pt uses the ventilator at night.